Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the battery on the host pc motherboard was faulty. Fse replaced the battery and reset the date and time settings. After replacement, the system was returned to use in good working order.